Event description:
It was reported that this lead was explanted two months after implant. No product allegations have been received at this time. No additional adverse patient effects outside of the replacement procedure were reported.